Event description:
The below report was received by health authority ansm (reference number: (B)(6) on 27-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain in multiple locations") in a 52 year-old female patient who had essure inserted (lot no. 946766) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("failure of the first attempt 15 days ago due to endometrial hypertrophy"). Previously administered products included: oestrogen and androgen, progestogen and estrogen in combination. As concurrent condition the report mentioned endometrial hypertrophy. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), arthralgia ("joint and muscle pain in several locations"), vertigo ("vertigo"), heavy menstrual bleeding ("haemorrhagic periods"), toothache ("toothaches") and depression ("depressed"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2024. At the time of the report, the fatigue, arthralgia, vertigo, heavy menstrual bleeding, toothache and depression had not resolved. The outcome of pelvic pain was unknown. The reporter considered arthralgia, depression, fatigue, heavy menstrual bleeding, pelvic pain, toothache and vertigo to be related to essure administration. The reporter commented: procedure: essure ¿ bilateral interruption of the patency of the uterine tubes two ostia identified. Placement of an essure device in each tube left fallopian tube: 5 coil turns right fallopian tube: 5 coil turns period of occurrence: 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2024: examination: uterus of normal size and shape. Macroscopically healthy appendages. Essure devices identified. Free vesicouterine pouch and pouch of douglas. Healthy peritoneum. Ureters identified. Bilateral salpingectomy following coagulation and sectioning of ovarian fimbria, then sectioning of the mesosalpinx closest to the fallopian tube. Coagulation then sectioning of the utero-ovarian pedicle and round ligaments. Coagulation then sectioning of parameters. Dissection of uterine arteries. Selective coagulation then sectioning. Vesicouterine detachment. Coagulation then sectioning of uterosacral ligaments. Extrafascial circumcision of the cervix with a monopolar hook. Extraction of the specimen vaginally. Verification of haemostasis. Specimen sent for radiographic check: essure devices seen to be complete. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 27-mar-2024. The most recent information was received on 12-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain in multiple locations") in a 52 year-old female patient who had essure inserted (lot no. 946766) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("failure of the first attempt 15 days ago due to endometrial hypertrophy"). Previously administered products included: oestrogen and progestogens nos. As concurrent condition the report mentioned endometrial hypertrophy. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), arthralgia ("joint and muscle pain in several locations"), vertigo ("vertigo"), heavy menstrual bleeding ("haemorrhagic periods"), toothache ("toothaches") and depression ("depressed").essure was removed on (B)(6) 2024. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). At the time of the report, the fatigue, arthralgia, vertigo, heavy menstrual bleeding, toothache and depression had not resolved. The outcome of pelvic pain was unknown. The reporter considered arthralgia, depression, fatigue, heavy menstrual bleeding, pelvic pain, toothache and vertigo to be related to essure administration. The reporter commented: procedure: essure ¿ bilateral interruption of the patency of the uterine tubes two ostia identified. Placement of an essure device in each tube left fallopian tube: 5 coil turns right fallopian tube: 5 coil turns period of occurrence: 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2024: examination: uterus of normal size and shape. Macroscopically healthy appendages. Essure devices identified. Free vesicouterine pouch and pouch of douglas. Healthy peritoneum. Ureters identified. Bilateral salpingectomy following coagulation and sectioning of ovarian fimbria, then sectioning of the mesosalpinx closest to the fallopian tube. Coagulation then sectioning of the utero-ovarian pedicle and round ligaments. Coagulation then sectioning of parameters. Dissection of uterine arteries. Selective coagulation then sectioning. Vesicouterine detachment. Coagulation then sectioning of uterosacral ligaments. Extrafascial circumcision of the cervix with a monopolar hook. Extraction of the specimen vaginally. Verification of haemostasis. Specimen sent for radiographic check: essure devices seen to be complete. Lot number: 946766, manufacture date:2012-01, expiration date:2015-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-apr-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.